Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was received and analyzed. There were no anomalies found. It was noted that the distal conductor had blood/body fluid (not obstructed). (B)(4) the full lead was received and analyzed. There were no anomalies found. It was noted there was blood in/on the helix/lobe mechanism.

Event description:
It was reported during an implant procedure, the atrial lead would not fixate to the atrial wall and dislodged several times. The lead was not used. A second atrial lead was attempted but two hours after implant, the lead dislodged. The lead was removed and replaced with a third new lead. No patient complications have been reported as a result of this event.